Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0ay16, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient was scheduled to have surgery to revise their device and/or lead on (B)(6) 2103. It was stated the patient had a loss of therapeutic effect. It was also reported the patient was on their second implantable neurostimulator device and the second one did not work as well as their first one since it was implanted on (B)(6) 2013. It was noted the patient only had one program that worked for them. Reportedly, the patient¿s manufacturer representative told them they had to wait a while to see how it worked and then the doctor was told they may need to replace the lead or the implant. It was later reported the cause of the event was after the patient¿s first implantable neurostimulator (ins) was removed and exchanged the patient had poor effect. It was stated the initial impedance within the operating room was normal at the time of surgery but after the procedure the impedance was abnormal and significantly different. It was noted they had a similar response to the lead at the second revision. Reportedly, the healthcare provider did not believe programming was an issue. It was stated the patient¿s lead and ins were replaced on (B)(6) 2013. It was noted the patient had been seen by their healthcare provider on (B)(6) 2013 and they noted no sensation with programs 1, 3, and 4 and some sensation with program 2. On (B)(6) 2013, the patient¿s device was interrogated further and they noted an impedance change. It was stated when the device was removed the lead connection was normal and they retested the lead and got similar results. All components were removed and replaced with a new wire and new ins. It was stated the patient had no effect with their device that was revised on (B)(6) 2013. Reportedly, the patient did not require hospitalization and recovered without sequelae. Additional information stated the patient received assistance from their doctor or manufacturer representative and their concerns were resolved.